Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the ventilator alarmed transducer fault, vent inoperable, and motor fault. Also, the differential transducer calibration failed to pass the 0cmh2o calibration. There was no patient involvement.

Manufacturer narrative:
A failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed pt800 transducer has failed.